Event description:
Boston scientific crm received information that this pacemaker dependent patient was presented to the electrophysiology (ep) lab for a scheduled device replacement. During the procedure, the left ventricular (lv) lead was disconnected from the chronic device and connected to the replacement device. The local representative reported that "there were a few missed beats". Technical services recommended that the lv lead should be connected to a pacing system analyzer (psa) for back-up pacing while the right ventricular (rv) lead is disconnected from the chronic device and inserted into the replacement device. The lv lead can then be inserted into the replacement device.

Manufacturer narrative:
There were no patient adverse events reported. The available information suggests that the device and lead system remains in-service.